Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, replacement with a new 500cc mentor memorygel breast implant was performed on (B)(6) 2022. The patient has fully recovered.

Manufacturer narrative:
The investigation of the returned imaging was completed by the failure analysis lab on august 26, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the rupture, device migration and hypertrophic scarring was also present. Left implant removal, capsulorraphy, and mastopexy was performed on (B)(6) 2021. On (B)(6) 2022 left breast augmentation revision with mesh lower fold support and placement of a 500cc mentor memorygel breast implant was performed. Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that an date was erroneously placed in the initial report submitted. The incorrect date is as follows: (B)(6) 2022. The correct date is as follows: (B)(6) , 2021.